Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded it. The customer did not experience an adverse impact on their blood glucose level. Technical support provided instructions to reset the pump, which the caller successfully completed, and the malfunction did not recur after the reset. The customer was advised they could continue using the pump and to contact support if issues arose again.